Event description:
The spinal cord stimulator was inserted 6/1998. Pt had good control for approx five months. Pt had an abrupt loss of parasthesia and upon electronic analysis it was noted he had high resistance in lead one of the electrode array. Md interpreted this as a possible lead fracture and pt had a lead revision done 1/14/1999.